Manufacturer narrative:
Initial reporter: reporter phone number: (B)(6).

Event description:
It was reported that the patient lost therapy due to lead fracture. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.